Event description:
It was reported that the user received a low glucose alert and experienced a confirmed blood glucose value of 62 mg/dl, treated the event with oral glucose, and reported no symptoms; the user also noted not seeing a snooze option for low or urgent low alerts and was referred to the clinical management team for further guidance. Symptoms included no reported clinical manifestations. Outcomes included transient low glucose that resolved with oral carbohydrate without need for medical intervention. Investigation included review of the reported event and provision of user education and troubleshooting regarding low and urgent low alert behavior and snooze functionality, with assignment for additional training. Investigation of this case revealed no device malfunction reported and no component-specific failure identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.